Event description:
During an ir CT-guided needle lung biopsy, the md was unable to pass the needle through the needle guide while the needle guide was in the patient. The needle and guide were removed, and a new biopsy set was used. During this time, the patient developed a pneumothorax - it is unclear if this was related to the needle and guide issue or a result of the procedure itself. The md reported the patient is stable and will have a follow-up chest x-ray for the pneumothorax. The vendor has been made aware of the issue. Clinical site notified manufacturer directly. Manufacturer response for biopsy needle, (brand not provided) (per site reporter).